Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the silicone cover on an ilet pump was torn and the sleep/wake button intermittently failed to respond; a device restart was performed and the user was advised to monitor for recurrence. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alarms, no injury, and no hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed an intermittent user interface responsiveness issue consistent with a noncritical hardware or enclosure concern, with functionality restored after restart and blood glucose unaffected. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but likely related to component wear or transient device behavior.